Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission revealed episodes of inappropriate automatic mode switch (ams), caused by competitive atrial pacing (cap), which induced arrhythmia. Subsequent programming interventions were made in clinic. There were no patient symptoms.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information received indicated that the ICD was explanted and replaced on an unknown date.

Manufacturer narrative:
The reported events of competitive atrial pacing and mode switch were confirmed by analysis. Final analysis found the device to be within normal range of operation. No anomalies were detected.

Event description:
Additional information received indicated that the patient was stable throughout the procedure.